Event description:
It was reported that the pump will deliver but the customer's blood glucose level will drop. Customer's blood glucose level was 49 mg/dl at the time of the incident. Customer's current blood glucose level was 157 mg/dl. Customer had a low blood glucose level of 60 mg/dl and took the pump off. Customer ate a few things and her blood glucose level would still not go up. Customer was not admitted as an inpatient for medical treatment. Customer was advised to monitor the issue and call back if the issue persists. Caller mentioned that the customer was in the hospital for 7 weeks to remove her pancreas. Customer has been out of the hospital since monday. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.